Event description:
The reporter stated that reporter's relative did back to back blood glucose tests, using different finger sticks from different hands and different strips. The results were 380 and 203 mg/dl. Reporter did not have any symptoms. Control testing was not done due to lack of supplies. On f/u, the reporter stated that since report, on a regular doctor visit, they compared the ss against an ssp meter, using ssp strips in both meters, with very close results (no specifics given). Reporter feels erratic readings were technique and not the meter based on the comparison. No harm was alleged.